Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon the patient coming into the ER due to reportedly receiving a shock, it was discovered that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device is expected to be replaced on a future date. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Records indicate the device was not explanted after the patient expired. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired. When the patient had previously presented to the emergency room it was noted that there were other health concerns not related to the device. Multiple attempts to schedule a replacement had made however the device remained implanted. There were no allegations against the device at the time the patient expired.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that the device remains in service and the device changeout has not been scheduled at this time. No adverse patient effects were reported.